Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 14.8 mmol/l. Customer cleaned speaker holes, removed and reconnected cartridge, and waited as instructed, after which insulin delivery resumed, alarm did not recur, pump returned to normal operation, and technical support provided tips to prevent future altitude alarms.